Event description:
It was reported that during transport, the ventilator was not working correctly and the patient's spo2 kept dropping. The transport crew continued to increase the fio2 until it was at 100%. They had to use a nebulizer "t" to place in line and flow o2 to keep the patient's spo2 up. No patient harm reported.